Event description:
It was reported that stent partial deployment and difficulty to reconstrain occurred requiring additional intervention. The patient underwent a carotid artery stenting in the right side of the internal cervical stenosis. A 8.0-36 carotid wallstent was selected for treatment. When the physician advanced the stent, it could only deploy to the 2/3 position. After several attempts, it could not deploy and stent was stuck in the advancer shaft. The physician tried to use the sheath to reconstrain, but the stuck was too serious to be withdrawn so an 8f guidewire with a sheath was used to remove the stent directly out of the patient. The device was replaced by another of the same model to complete the procedure in which the stent deployed smoothly. The procedure was completed and feedback was provided that it was a product quality problem that caused the previous issue. No complications reported, and patient status was stable. It was further reported that the c2 segment of the right side of the internal cervical was the stenosis. After the stent reached the lesion, the physician had pushed the stent. The stent could not deploy to the 2/3 position, so the physician decided to recover it although there was also difficulty noted when retrieving the device.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination on the catheter, stent, and tip. An outer sheath break at the base of the t-connector was noted. The stent was unable to deploy due to the outer break. No issues with the tip of the device.

Event description:
It was reported that stent partial deployment and difficulty to reconstrain occurred requiring additional intervention. The patient underwent a carotid artery stenting in the right side of the internal cervical stenosis. A 8.0-36 carotid wallstent was selected for treatment. When the physician advanced the stent, it could only deploy to the 2/3 position. After several attempts, it could not deploy and stent was stuck in the advancer shaft. The physician tried to use the sheath to reconstrain, but the stuck was too serious to be withdrawn so an 8f guidewire with a sheath was used to remove the stent directly out of the patient. The device was replaced by another of the same model to complete the procedure in which the stent deployed smoothly. The procedure was completed and feedback was provided that it was a product quality problem that caused the previous issue. No complications reported, and patient status was stable.